Event description:
It was reported that a death occurred. The patient underwent a watchman left atrial appendage (laa) closure procedure without complications. A 24mm watchman laa closure device was successfully implanted. The following day, patient was discharged home stable. Patient remained stable and felt fine until the next morning, patient was found dead by his wife. The physician does not believe the death is related to the procedure or the device. Patient had a bsc pacemaker that was checked post-mortem and showed no evidence of arrhythmia. An autopsy was declined, the cause of death remains unknown.